Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a laser lithotripsy procedure performed (B)(6) 2016. According to the complainant, the coil of the stone cone device broke off during the procedure. However, it was not noticed that the piece had detached from the device post procedure or during post-operation visits. It was only discovered after the patient experienced back pain and when the detached piece passed out of the patient while urinating on (B)(6) 2016. The patient is experiencing ¿mild chronic back pain with occasional severe pain¿. A CT scan will be scheduled during the week (B)(6) 2016 to check if there is any more debris. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.